Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39565-65, lot# va0d7gx031, product type: lead. Analysis on the returned lead model 387460, lot #va0c347, showed no anomalies.

Event description:
Information received from the manufacturer's representative reported that during the implant procedure, impedances >40,000 ohms was seen. It was noted that the lead was connected to the implantable neurostimulator (ins). The physician wiped and re-connected the lead twice but continued to see impedance values of >20,000 ohms on electrodes #0, 1, 2, 6, 7, and 8 when tested at 1.5 volts. The physician then wiped and re-connected the lead again and impedance testing continued to show high values on electrodes 0 through 8. The lead was swapped out to the other port in the ins but again saw high impedances (>40,000 ohms) on electrodes #9, 10, 11, 12, 13, 14, and 15. When the multi-lead trialing cable (mltc) was used, impedance testing electrodes 0, 1, 2, 4, 5, 6, 7, and 8 were >40,000 ohms with electrode 9 and 14 showing values of 4700 ohms. A "few" were normal with electrodes 10 through 13. Electrodes 3, 10, and 15 had normal values. It was reported that the tail of the lead was swapped in the mltc and impedances were retested and showed the following: normal impedances on electrodes 0, 3, 4, 5, 6, 7 and 15; values of >40,000 ohms were seen on electrodes 1, 2, and 8 through 12. In addition, electrodes 5, 6, and 7 showed >40,000 ohms with electrodes 1, 2, and 8-14. It was reported that the lead looked good and the surgery was "usual", nothing out of "the originally" doing implant". Additional information received from the healthcare professional via the manufacturer's representative reported that at the end of the case an impedance check from the ins showed multiple electrodes were >40,000 ohms. It was confirmed that the lead was switched in the ports, cleaned multiple times, and retested with the mltc but the left lead still showed impedances of >40,000 ohms. There was no apparent damage to the lead. The lead was replaced and an impedance check showed impedances within normal limits. Follow up information received from the manufacturer's representative reported that the lead was damaged during the implant and needed to be replaced. There were no further interventions and the case ended with normal with a fully functioning system with no abnormal impedances. The patient recovered as usual. If additional information is received, a follow-up report will be sent.